Event description:
An international customer reported an event of an odor emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced reactions of burning eyes, cough and aphonia due to the odor. It is reported the hcw was off work for five days as a result of these reactions. Multiple follow up attempts to gather further information about treatment received, diagnosis and current health status have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. A field service engineer (fse) was dispatched to assess the unit onsite. This complaint is being reported to FDA as a serious injury report for symptoms related to the odor.

Manufacturer narrative:
(B)(4). Manufacturer date: 05/23/2011. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(4) 2013 through (B)(4) 2014) did not observe any significant trend. (B)(4). The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. Per the affiliate, the healthcare worker (hcw) was given a "therapy with steroids." The type of steroid is unkown. The hcw is reported to be "feeling well with no further consequences." No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(4): burning eyes, coughing, aphonia. A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed. Unit meets specifications and was returned to service on (B)(6) 2014.